Event description:
It was reported that the pump reached end of service (eos) and it was noted that the pump remained in service at that time. It was later reported that the pump was delivering morphine and baclofen. It was stated that there was no issue with the pump, and that the clinic did not see the elective replacement indicator (eri) at the patient¿s last refill. The patient experienced increased spasms. The patient was evaluated by his managing health care provider (hcp) the morning the eos was found and the patient had a replacement that afternoon. It was noted that the hospital kept the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# l66506, implanted: (B)(6) 1999, product type catheter. (B)(4).